Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc), but was returned to olympus europa se & co. Kg (oekg). Oekg confirmed the adhesive on the bending section was worn. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the device inspection results by the service department of oekg, there was the possibility that the reported phenomenon was attributed to the improper reprocessing of the subject device by the user.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that during an unspecified timing, it was found that there were foreign materials between the insertion tube and the glue of the bending rubber and in the distal end. The user facility completed the intended procedure with the subject device. The service department of olympus (B)(4) checked the subject device and surmised that the reported phenomenon was attributed to the incorrect handling by the user. There was no report of patient injury associated with the event.